Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. A lead tip stiffness test was performed and was found to be within specification.

Event description:
It was reported that the lead had perforated the apex to the lungs. The patient had chronic phrenic nerve stimulation. Lead was explanted and replaced. Patient's condition was stable.